Event description:
It was reported that the right ventricular (rv) lead had dislodged. The patient was physically active after surgery and received inappropriately shock. The rv lead was repositioned on (B)(6) 2023. There were no patient consequences.